Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Device patch with lot number 2763381 and catalog number tsm-275g. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.